Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) it unfolded early. The trailing haptic got stuck in the shooter and then tore off. The surgeon then removed the lens, causing an iris hemorrhage. A new iol was implanted and the patient recovered with a visual acuity of 1.0. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Partly, incomplete device returned. Section d9 - date returned to manufacturer: (B)(6) 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. No complaint lens was received with the return. The complaint handpiece was received with the plunger rod fully advanced. The device assembly was inspected and no issues were identified. Further inspection of the lens module and cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge and lens module, suggesting that there was an excessive amount of ophthalmic viscosurgical device (ovd) used. The complaint issues of stuck in cartridge, haptic detached, and trailing haptic not folded could not be confirmed. As per complaint investigation results, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.